Manufacturer narrative:
H6 additional investigation finding code: mechanical problem identified c07 : blockage identified (B)(6). Manufacturer's investigation conclusion: evaluation of the submitted computed tomography (CT) image could not confirm the reported event of outflow graft occlusion. A specific cause for this event could not be conclusively determined. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh) could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. Section 1 of this IFU lists hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a computerized tomography (CT) scan of the chest revealed an outflow graft (ofg) obstruction. The patient had a lactate dehydrogenase (ldh) level of 1000 but no other symptoms related to the ofg obstruction. No treatment was performed for the patient's ldh. The hospital would potentially stent the ofg.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.